Manufacturer narrative:
The 510k listed is for the inratio2 meter. Testing was also performed using an inratio meter. The 510k for the inratio meter is k021923. Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 1.8, inratio2: 5.1. Compared with inratio meter because pt inr result was below 2.0 last week on inratio2 meter. No specific data available. Therapeutic range 2.0-3.0. Tested both meters using the same lot on non-coumadin pt. Results were within normal range. Inratio2 inr=1.0, inratio inr=1.2.